Event description:
It was reported that the patient is experiencing pain in hr groin and her thigh. Patient states pain first started in october. Patient is also reporting that she has difficulty getting out of bed and chair and that she has trouble using stairs. Patient is reporting cannot lift her leg more than two inches from the ground without pain. Patient is stating that she is unable to work because of the pain. Patient is unable to do daily activities like shopping, household chores and she is also having trouble sleeping because of the pain. Patient sates that she has had a MRI and blood work done and that she has elevated levels of metal in her system. Patient scheduled to have her hip aspirated on (B)(6) 2012 and will received results in december.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.